Manufacturer narrative:
This complaint is considered no longer reportable. The logbook was available for the investigation. It showed that an excessively high (negative) vacuum was detected in the fan piston during the device self-test (post). The device was subsequently no longer operational. This was displayed to the user accordingly. A ventilation failure during operation as reported cannot be confirmed. Drägerservice on site has already detected a clogged filter on the vacuum valve in the vacuum pump inlet. The filter was replaced. A clogged filter in the pneumatics of the vgc will lead to an excessive vacuum in the fan. The deviation was detected and displayed according to specification during the device self-test as intended.

Event description:
It was reported that a ventilator error occurred.

Event description:
It was reported that a ventilator error occurred.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.